Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. After implantation, follow-up on post operative day (pod) one, tte showed valve rotated ninety degrees (90). The valve was noted to be in a sub-optimal position with the antero-septal portion of the valve having dropped into the rv. Pvl / competitive flow was noted in the anterior and septal portion of the valve. There is no patient injury nor further action taken but will reevaluate during the follow-up visits. The patient is in stable condition. There were no delivery system (ds) limitations or issues with maneuvers. The patient's anatomy was adequate. The only echo limitation did not have high quality. In terms of anatomy, leaflet capture occurred later in the procedure due to a large coaptation gap and significantly tethered leaflets (10-14mm). No large or high paps were noted on screening or on case day. It was noted on screening there was a thin ivs <5mm below the tva. There were no previously implanted devices. Circumferential leaflet capture was confirmed on each anchor. The strategy for leaflet capture was to remain at the level of the leaflets at diastolic excursion due to the significant tethering. Once leaflet capture was confirmed on echo, the valve was ventricularly expanded then arterialized and ultimately released with the anchors at the annulus. Fifty-six millimeters (56 mm) valve was implanted without any issue. Post deployment, the valve appeared to be well seated at the annulus with the boxy shoulders of the 56 sitting in the atrium. There was no canting or malposition post deployment on case day. The patient was diuresed prior to the procedure and was down on weight the day of procedure. A review of the recommendation for post op patient management were given, but the patient received an unknown amount of albumin post operatively by the anesthesia provider to support a soft blood pressure. Per internal imaging review, of pod 1 tte/tee, there is evidence of the 56mm evoque valve embolized into the right ventricle with most anchors losing contact with the annulus. The procedural tee shows the evoque valve deployed at an adequate position and appears to be unstable with mild rocking motion. There was no transvalvular tr and trace pvl. The major root cause for valve embolizes into ventricle identified from imaging is procedure related: lack of leaflet capture (at least two consecutive anchors near the ps commissure and as commissure)

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is on-going and a follow-up report will be submitted when the investigation is complete.